Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his two onetouch lancing devices were not working. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that he has two onetouch lancing devices and the lancet holders within both devices were broken. The patient claimed the first lancing device broke approximately 6-7 months ago and began using the second lancing device only recently. It is not known how the patient obtained his blood samples after the first lancing device allegedly broke. The patient informed the cca that he manages his diabetes with insulin (unknown type and dose) and is a self adjuster. The patient reportedly denied making any changes in regards to his diabetes management routine when the lancing devices broke. He stated the issue with the second lancing device started on (B)(6) 2011. The patient claimed that approximately one day after the issue alleged issue occurred with the second lancing device, he began to experience symptoms of "sweating, rapid heartbeat and shaking." He denied receiving any form of medical intervention for his symptoms. At the time of troubleshooting, the cca noted that the first lancing device was in use for approximately 7-8 months prior to it breaking. The second lancing device was in use for 3-4 days before it broke. Per the cca's documentation, there was no evidence of trauma or misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began. The issue with the first lancing device was documented under pi# (B)(6).